Event description:
Procedure: lap colon. According to the reporter: on first firing, staples on patient side did not form properly. Tissue was resected with another sulu to recover. No bleeding was reported. No patient information is available. Extended or time reported as approximately 30 minutes.